Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number 13k14h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experience peritonitis manifested by stomach pain and vomiting. The same day as the onset of peritonitis, the pt was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the pt was treated with unknown antibiotics ip (dose and frequency unknown). On unknown date during hospitalization, the pd catheter was removed and the pt was started on hemodialysis (hd). Six days after admission to the hospital, the pt was discharged from the hospital. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. The patient was not retrained on aseptic technique. Additional information was requested but was not available. This is report 4 of 4 involved in this peritonitis event.